Manufacturer narrative:
As reported, capsure fasteners disengaged from each other. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair the capsure fastener did not disengaged from the later fastener (double deployment) when the trigger was gripped and secured to the tissue. It was reported that after moving the shaft slightly to the left and right, the fasteners disengaged from each other. A small amount of bleeding occurred due to the movement of the shaft and the fastener but was stopped with pressure. It was reported that the fasteners were not removed from the patient's body. Another capsure was used to complete the procedure and there was no patient injury.

Event description:
As reported, during a laparoscopic inguinal hernia repair the capsure fastener did not disengaged from the later fastener (double deployment) when the trigger was gripped and secured to the tissue. It was reported that after moving the shaft slightly to the left and right, the fasteners disengaged from each other. A small amount of bleeding occurred due to the movement of the shaft and the fastener but was stopped with pressure. It was reported that the fasteners were not removed from the patient's body. Another capsure was used to complete the procedure and there was no patient injury.

Manufacturer narrative:
As reported, capsure fasteners disengaged from each other. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Review of the returned sample finds loose/deformed fasteners to have presented in use as there were two loose fasteners received with the device. Evaluation finds the device functioned as intended during functional and simulated use testing. The reported event of a double fastener deployment could not be reproduced. Based on the sample condition the most probable root cause may be the result of an event occurring user/device interface, however a definitive root cause cannot be determined. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.